Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that auxiliary drawer 7 had failed and would not shut completely. The station was powered off, and the drawer was inspected. The manual catch release had fallen off, and the open/close sensor cable was found to be cut. A field service engineer (fse) was able to reattach the manual catch back on the drawer. The station was powered off again, and the broken open/close sensor was replaced. After powering the station back on, the drawer was tested in hardware test application. All tests passed, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed to close. The customer stated that this malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.